Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (device cannot be used) has been confirmed. The cause for the problem is due to a corrupted flash programming. The root cause for the corrupted flash cannot be positively identified. No adverse event resulted from the corrupted memory. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her device cannot be used. The patient was provided with a replacement monitor.